Manufacturer narrative:
An event of pneumonia and respiratory failure was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported through amulet laao registry data that on (B)(6) 2021, an amulet left atrial appendage occluder was implanted. On (B)(6) 2021, it was noted that the patient experienced a pneumonia, respiratory failure. No additional information was reported.